Event description:
It was reported that the insulin pump alarmed battery out limit after battery changed. Customer's blood glucose was 84 mg/dl. Troubleshooting was done. Customer stated he was unable to clear the alarm due to keypad issues and insulin pump alarmed button error. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed stop idle current, run current, self test and displacement tests. There was no button error alarm noted, no battery out limit error noted. There was intermittent button response due to moisture damage to keypad traces. The unit had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, battery tube threads and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.